Event description:
It was reported that during a manual threshold test, this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) and pacing inhibition that resulted in asystole of three seconds due to no backup paces. No additional adverse patient effects were reported. At this time, this device remains in service.